Event description:
It was reported that the attachment broke proximal to the handpiece during preparation for use. A back-up device was used and there was no surgical delay. There were no adverse consequences and no medical intervention required.

Manufacturer narrative:
The device will not be returned to the MFR for eval.